Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the patient's catheter was not "aspiratable." The catheter was replaced at the time the pump was replaced for end of life (eol). It was unknown what medications were used in the device system.